Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. On all provided forceps inserts, the jaws are bent or miss aligned. On the already damaged one, it is clear visible. This leads to an increase of force and a wrong angle for the activation of the jaw, which final leads to the seen damage of the insulation. These instruments are very delicate and bent easy due to the given dimensions. It is necessary to handle these with absolute care. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
Problems with bipolar insert forceps were reported. On one of the inserts, the insulation on the tip is torn. On two of them tips are not meeting/open and in another one they are not aligned. No further information available.